Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer mentioned having high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarms. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the bolus amount was recorded in the bolus history. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarm noted. Unit passed self test and a21 test. No unexpected a17 or a21error alarm noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.